Event description:
It was reported that the device presented in backup vvi and power on reset during dft testing at implant. An induced ventricular fibrillation was externally defibrillated and caused the device to revert to vvi. The device was reprogrammed. The physician then performed a successful dft testing and closed the pocket. The device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. E3: company representative.